Manufacturer narrative:
It was found that the device had software version -109 installed, and that the user was attempting to run a user test immediately after powering on the device. The lp15 v4 software version -109 adds an additional h-bridge test when the device is powered on. The same h-bridge test is also performed when the user performs a user test. If a user initiates a user test immediately after turning the device on, the device attempts to perform 2 h-bridge tests at the same time which will cause the user test to fail and the service light to come on. When the user test fails error codes a034 & a036 or a51e is logged in the device. Performing 2 h-bridge tests at the same time does not cause any damage and the device is still operational with the service light lit. When the power is cycled the service light is cleared and the device will pass the user test when initiated a few seconds after power up.

Event description:
A customer contacted stryker to report that the device logged an event code that is associated with a failure of the device to provide defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After clearing the code and updating the software, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that the device logged an event code that is associated with a failure of the device to provide defibrillation therapy. There was no patient use associated with the reported event.